Manufacturer narrative:
The user facility cannot identify the specific unit the injury occurred and as such, cannot confirm if the reported unit is in or out of service.

Event description:
It was reported by the administrator that per the nurse manager, someone has injured themselves on the siderail, however, formal injury reports were not filed. It is unk as to the extent of the injury as no information was provided.